Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient experienced pain, urinary problems, dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a subfascial hammock and mesh were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal/revision on (B)(6) 2008 by unknown surgeon.

Event description:
It was reported that the patient underwent mesh removal/revision on (B)(6) 2008 by unknown surgeon.

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.

Event description:
It was reported that patient underwent concurrent cystoscopy procedure.